Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that the er220 instrument clips would not form correctly or leave the device properly (nothing fell into pt). Another instrument was used to complete the case. There was no consequence to the pt.